Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient line had been accidentally cut by a vacuum cleaner. The technical service representative reviewed proper procedures with the care giver, explained the alarm to the care giver, assisted the care giver to clear the alarm, and advised the care giver to begin therapy with all new supplies. The home patient would complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Using a damaged set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.